Event description:
It was reported the colonovideoscope exhibited a blackout no image issue. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the no image blackout issue occurred due to a printed circuit board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date.

Event description:
No additional information was provided from the customer.